Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was due to an ingress of an unk liquid. No adverse event resulted from the defective batter charger/modem.

Event description:
A zoll dist returned battery charger/modem sm (B)(4) to report that the charger/modem was unable to charge a battery pack.